Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Subsequently, the pump was noted to be unresponsive. The customer connected the pump to a power source and the pump turned on. The customer's reported blood glucose level was 450 mg/dl. The customer administered a manual injection. Reportedly, the customer would continue use of the pump for therapy, however the customer also has manual injections available.